Event description:
The initial reporter received a questionable low ureal result from one patient sample tested on the cobas 8000 c702 module. The initial result from line 1 was 44.8 mmol/l with a data flag. The first repeat result in decreased dilution from line 3 was 15.1 mmol/l with a data flag. The second repeat result at 1:3 dilution from line 3 was 44.0 mmol/l with a data flag. The third repeat result from line 1 at decreased dilution was 41.2 mmol/l. A repeat result with the patient sample at 1:3 dilution from line 3 gave a result of 44 mmol/l. This result was reported to the doctor.

Manufacturer narrative:
The ureal reagent lot number is 771886. The expiration date was requested but not provided. The investigation noted that the result of 15.1 mmol/l was accompanied by an "obs.rr" data flag. Product labeling states "obs.rr alarm - on-board stability limit over on reagent rotor; description - the onboard stability of the reagent cassette used for this test has expired while it was on the reagent disk. Cause - the system detected that the onboard stability of the reagent cassette expired. Remedy - 1. Exchange the expired reagent cassette. 2. Check the test results and repeat the test if necessary." The field service engineer (fse) replaced and adjusted the sample probe. He checked and adjusted the rinse volumes. He verified the gear pump pressure was within specification. Calibration, qcs, and precision checks were performed with successful results. The investigation determined the event was consistent with a maintenance issue and improper reagent handling by the customer.